Event description:
It was reported the programmer took a long time to interrogate and about twenty minutes to print out. The programmer functioned fine after the long interrogation and print time. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard drive was reconfigured and software was reloaded and updated. It was also noted that one foot was missing from the lower case, the left keyboard hinge was broken and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board. (B)(4).